Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
During the middle of the trellis run one of the balloons ruptured. Balloon was not taken above normal pressures.investigation of the returned trellis device on october 22, 2014 found the distal balloon chamber proximal edge was not attached to the catheter and was pulled over the distal marker band of the distal balloon.